Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed rv lead damage due to clavicular crush. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.